Event description:
Ous MDR - after an implantation time of about 9 days, an increase in the pacing impedance of up to 3200 ohm and of the pacing threshold to 1.6 v was reported. No deterioration in the pt's state of health was reported. The device was explanted and a new lead implanted.

Manufacturer narrative:
Ous MDR.